Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and replaced the hemoglobin photodiode assembly and observed previous splatter from the probe wipe. The probe wipe was also replaced. The fse also identified a spike at the right hand end of wbc (white blood cell) histogram on controls only. The fse determined the cause and ordered parts to address the issue. On (B)(4) 2014, the fse returned to the customer's facility to replace the cb2/cb8 main board to resolve the noise seen on wbc histogram. (B)(4).

Event description:
The customer reported the hemoglobin parameter was failing the carryover test during the instrument startup procedure when using the coulter act diff 2 analyzer. A beckman coulter field service engineer was sent to the customer's facility to evaluate the instrument. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
The cb2/cb8 main board was replaced in the analyzer by a beckman coulter field service engineer (fse) on (B)(4) 2014. The fse returned the board for further evaluation. Serial number (B)(4) was tested at versa and instrument test levels. No failures were observed during testing (unit passed per testing procedures).